Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming functional test for sensitivity. The interconnect flex was reseated and incoming functional test failure was retested ten times and all passed (intermittent operation). Analysis also found the upper case is broken, lower case is broken and contaminated, and side bail covers are contaminated. (B)(4).